Event description:
It was reported that the patient's spinal stimulator was malfunctioning. The patient had previously seen a check antenna information screen on his recharger. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 377860, lot # v13945002, implanted: (B)(6) 2009, explanted: na; lead model 3778-60, serial # (B)(4), impl anted: (B)(6) 2009, explanted: na; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).